Event description:
The customer reported via phone call that their insulin pump was unable to rewind. Troubleshooting was completed for the pump, however this did not resolve the issue. The insulin pump will be returned for analysis.